Manufacturer narrative:
Non-healthcare provider. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient's stimulator did not help their pain and the patient wanted it "thrown away" and explanted. It was reported that if the stimulator was too high it made their heart race. This was clarified with the patient that this was in regards to intensity. The manufacturer representative had the patient connect the controller during the visit on (B)(6) 2018 and it appeared that the device was off. Using the clinician programmer, the manufacturer representative interrogated the device. The diary showed that the device had been on for roughly 2 hours total since the last follow-up appointment on (B)(6) 2018. The consumer stated that the device had been on. The manufacturer representative had the consumer turn the ins back on and had the intensity adjusted to 2.5. The patient stated that this was not helping. A new lead configuration was attempted to help more in the low back but this also did not provide relief. The patient had difficulty pinpointing and relaying exactly where they were feeling the stimulation. The device was turned off and the hcp would be discussing the explant options. The patient also had ongoing complaints of having to recharge too frequently. They recharged every other day. It was discussed that the patient could have a non-rechargeable battery but the consumer declined and was requesting an explant instead. There were no factors reported to have caused the event. No further complications were reported.